Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high thresholds, noise oversensing which led to pacing inhibition, and low out-of-range pace impedance measurements. The suspected cause of these observations is insulation damage. Subsequently, the device and rv lead were surgically abandoned and replaced. No additional adverse patient effects were reported.